Manufacturer narrative:
The issue was resolved for the customer by the customer determining that it would not be cost effective to perform the repairs. Therefore, at the request of the customer, no repairs were made at this time.

Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.